Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was the controller was behaving strangely for it occasionally turned the off stimulation and they noticed that when they had a lot of pain. After pt had got done recharging the ins or the controller they get the message after disconnecting and the controller still thought it was in recharge mode. When the pt would go to change their group they had to stop the controller because it thought it was in a recharge session even though they had not charged since the day before. Pt would have to mess with it up to 3 times to get it to work for when changing the groups it took more than one attempt to do what they would like. Pt noted they had more than one group for they switch to other groups at night since they don't need it as much and when the pt wakes up they change the group back. Pt noted they thought they needed someone to do reprogramming for it needed it and pt noted they had a feature put in and the pt would like to use it. When asked for an event date pt said they were aware of the funny business of the stimulation turning off infrequent for it was only once a month and when they would complete a recharge session they would hit a button that shou ld be hit to finish the session but they got that screen when they were not recharging. During call ps had pt reset the controller. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp